Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged as the patient was doing a strenuous activity. Dislodgement was discovered as the rv lead threshold was increased. The rv lead was explanted and the hospital currently has possession of the lead. No additional adverse patient effects were reported.